Event description:
It was reported that the ventilator had a leakage. No more information provided. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the issue with leakage occurred. There was no patient harm. During on-site visit the technician did not reproduced reported issue. However, the customer informed the technician that new the expiratory cassette is still needed and it has been ordered. At the time when the decision was taken to report this issue, the information about replaced part was unknown. The expiratory cassette is measuring the expiratory flow. A fault in the expiratory cassette will be detected during pre-use check (puc) and will not affect ventilation. It is worth noting that pre-use check (puc), should always be performed before connecting the ventilator to a patient. The root cause to the reported issue has not been determined. H3 other text : (B)(4).